Event description:
It was reported that the colonovideoscope experienced a malfunction in which a double pigtail was left in the working channel, the entire prosthesis had remained in the working channel of the duodenoscope after the forceps slipped out. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: z-block (server plug in) has corrosion and residual liquid, or foreign material come out of channel ube a root cause could not be identified. Based on the results of the investigation, it is likely that the reported malfunction was confirmed as forceps cannot be inserted due to clogging of the channel tube, and residual liquid or foreign material coming out of the channel tube. For the additional finding of corrosion observed on the server plug-in, the most probable cause was traced to a component failure. For the residual liquid or foreign material coming out of the channel tube itself, the cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.